Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation; however, it is unknown when it was received. An actual sample was received for evaluation. The sample was submitted for an underwater leak test and no leakage was observed. The sample was then submitted for functional testing and no abnormalities were observed. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a buretrol IV solution administration set that was found leaking solution into the buretrol chamber despite roller clamp being shut. The patient was being infused with an unknown antibiotic. The roller clamp was taped down to prevent any further leakage into the chamber and the set was swapped out for a new one. There was no patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.